Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a nursing home. The cause of death was coronary artery disease and diabetes. The caller stated that the customer was diagnosed with dementia in 2013 and was placed in a nursing home. The customer continued using the insulin pump while there. She had frequent high and low blood glucose events; the insulin pump helped with most of these events, however, not by much. The customer had kidney disease, heart disease, and the last two to three years of life started having neuropathy, and struggled with high and low blood glucose. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller stated that after the customer passed away, the insulin pump was not returned to them.